Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. In right ventricular (rv) coil to can measurements were within an acceptable range. While in coil to coil measurements were out of range. Boston scientific technical services (ts) discussed reprogramming the shock vector and performing defibrillation threshold (dft) tests to confirm defibrillation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the patient underwent a heart transplant and no longer has an ICD system.